Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the symptoms like pain and swelling started appearing on the same day. The insertion site got filled with pus and it eventually came out along with the sensor. The date when this happened is not known as it was not provided by the patient. The patient consulted hcp who put a bandage on the wound. No medication was prescribed. The hcp advised the patient to leave the bandage on for two weeks. The wound appeared to be healing and there was no pain. The hcp scheduled an appointment for the insertion of a new sensor to continue using eversense cgm system. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where patient experienced pain and swelling at the insertion site along with pus formation. The sensor came out along with a lot of pus. The sensor was inserted on (B)(6) 2024 and the symptoms started on the same day after insertion. The exact day when sensor came out along with pus is not known as user did not provide that information.